Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose was 48 mg/dl at the time of incident. Customer¿s other blood glucose level were 97 mg/dl and 76 mg/dl. The customer did not provide details on symptoms related to the low blood glucose levels. However, customer was treated for their glucose levels with glucagon. Customer stated that the sensor issues. Customer declined to troubleshoot for low blood glucose levels. Customer was advised to that monitor for keypad issues. The insulin pump will not be returned for analysis.